Manufacturer narrative:
(B)(4). Physio-control has evaluated the electronic patient records from the device and verified that the reported issue did occur and that the device likely locked up.  A clinical review of the event was also performed and indicated that the device use did not contribute to the death of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that while their device was being used on a patient in cardiac arrest at the patient's home, following the 9th defibrillation shock, the display went blank with all of the device led's still illuminated. The blank display reportedly lasted approximately 30 seconds until the device batteries were removed and reinstalled and power was restored. The device then reportedly functioned normally for the remainder of the event - approximately another hour. The patient was transferred to the local hospital but did not survive the event.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that while their lp15 device was being used on a patient in cardiac arrest at the patient's home, following the 9th defibrillation shock, the display went blank with all of the device led's still illuminated. The blank display reportedly lasted approximately 30 seconds until the device batteries were removed and reinstalled and power was restored. The device then reportedly functioned normally for the remainder of the event - approximately another hour. The patient was transferred to the local hospital but did not survive the event.

Manufacturer narrative:
The third party service agent has evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.